Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Analysis found a broken part missing. Analysis was unable to confirm if the customer received the sensor damage due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The customer's blood glucose was 69 mg/dl at the time of incident. The customer stated that there was a bent cannula. The sensor will be returned for analysis.